Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1870. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1870. Service history review identified the complaint was not related to a previous service of the device within the review period. No physical damage was found on the device. Review of event history confirmed that there was a record error code 1870. Functional testing did not confirm the reported issue. Possible defective motor or rotation detection sensor was the cause. Preventively, replaced the motor and rotation detection sensor. Performed all function test and all passed.